Manufacturer narrative:
Approximate age of device ¿ 5 years and 4 months. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported that on (B)(6) 2018, the percutaneous lead (driveline) was found to be cosmetically damaged and was covered in several layers of tape along the majority of the external portion of the driveline. No alarms were reported by the patient or observed in the system controller history interrogation. The submitted log file was reviewed by the manufacturer¿s technical services representative and the driveline data was normal. On (B)(6) 2018, the manufacturer¿s technical services representative performed a driveline replacement. There were no alarms after the driveline replacement.

Manufacturer narrative:
Device evaluation the evaluation of the replaced portion of the driveline confirmed damage to the outer silicone jacket. Log file analysis showed no atypical events were captured with device operation above the low speed limit for the duration of the log file. The replaced portion of the driveline was returned measuring approximately 21 inches. The entire portion of the driveline was covered in multiple layers of rescue tape. Removal of the tape confirmed up to 11 inches of multiple tears and breaks to the outer silicone jacket, starting from the controller connector, with an additional tear identified approximately 16 inches from the controller connector. No damage to the bionate was identified. Examination of the metal shielding revealed breakdown throughout. Electrical continuity testing did not reveal any discontinuities or shorts. High potential testing did not reveal any insulation breaches that would have contributed to a functional issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.